Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that while squeezing the instrument together to open it, one side snapped off.

Manufacturer narrative:
Evaluation summary: evaluation revealed the clip for k-wire gamma3 65x35mm to be the primary product. No associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for app. 10 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The device corresponds to an old design stage. New product design has been defined in an ecn. Appearance of the breakage surface and damages indicate that most likely the device failed mainly in a brittle manner due to overload. Most likely the breakage started at the inner edge of the clip flange, ran through the cross section (80% of the cross section). Slight material displacement in outside direction revealed the residual fracture (forced ductile fracture) to be at the outer edge of the clip flange (20% of the cross section). Several internal tests had been performed in the past to enlighten the circumstances of the breakage. While using the device as intended (pressing the clip flanges for assembly and release of the instrument from the target device), the failure could not be reproduced. Only when excessive forces were applied, in combination with ¿drawing¿ the item from the target device without pressing of the clip flanges, the ¿clip for k-wire¿ could break. No non-conformity was identified.

Event description:
It was reported that while squeezing the instrument together to open it one side snapped off. Primary surgery.